Event description:
Upon receipt of the device by the field service rep (fsr), the fsr reported that the electronic pt gas system (epgs) stated "cal needed." When he pushed the start button, he received an immediate message of "cal needed" alarm. The knob would only turn a little before alarm. There was no pt involvement.

Manufacturer narrative:
This device was manufactured before 1999. The field service rep (fsr) opened the unit and found o2 sensor disconnected. He reconnected the sensor and unit operating correctly. No add'l action will be taken at this time.